Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during preparation of the xience alpine rx 2.25 x 23 stent delivery system, when pulling negative, there was a continuous flow of air. This occurred 3 times. There appears to be a leak in the device at the hub. The device was not used in the patient. There was no clinically significant delay reported. No additional information was provided.